Event description:
While performing an operative laparoscopy, trocar sheath (B)(4) 5x55mm once again tore its internal rubber seal as an instrument was inserted. Co2 inflation was compromised during the procedure. I attempted to locate any missing pieces of rubber within and outside the abdomen, but nothing could be found.